Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The event was reproducible during lead provocation testing and the patient was not pacemaker dependent. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.